Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not working. When the number 6 appeared, the screen froze. This occurred every time he inserted a new battery. His blood glucose level was 273 mg/dl. There was no response from any button. The product will return. Nothing further to report.